Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As the reported leak was unable to be confirmed, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the devices were not properly aligned while attempting to connect thus resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous, and mildly calcified lesion in the mid left anterior descending coronary artery. During a percutaneous coronary intervention procedure, the gauge of the indeflator did not move at all and had a contrast leak. The specific location of the leak is unknown. A new indeflator was used to continue the procedure. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.